Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Customer reported to have replaced the bdu pcb. Vent passed all testing.

Manufacturer narrative:
Npb was only authorized to upload the software.